Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, during cataract surgery, after implantation of the iol, the surgeon noted a linear mark approximately 3-4mm in length traversing the central to paracentral portion of the lens optic. The defective iol was explanted and replaced with same model and diopter company lens during the initial procedure. Additional information has been requested but is not available at the time of this report.